Event description:
While performing a urolift procedure, one of the urolift instruments malfunctioned and did not fire the implant. The malfunctioning instrument was removed. Did cause delay in procedure, had to acquire instruments from another facility.